Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The following was reported: "I have a knee revision with a surgeon coming up. It is a triathlon knee put in 5 years ago and the insert (polyethylene) has failed. Parts of the insert are completely worn away and chunks of it have come off. The revision will be done in a couple of months (date still tbc) and the surgeon plans to remove the current insert and replace it with a new one of the same size."

Event description:
The following was reported: "I have a knee revision with a surgeon coming up. It is a triathlon knee put in 5 years ago and the insert (polyethylene) has failed. Parts of the insert are completely worn away and chunks of it have come off. The revision will be done in a couple of months (date still tbc) and the surgeon plans to remove the current insert and replace it with a new one of the same size."

Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion of the condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. -clinician review: no medical records were received for review with clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion of the condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.